Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported the device was involved in an over infusion. The starting volume was actually 115 ml in a 100 ml cassette, and it was finished roughly 3 hours earlier than it should have been - pump showed it had 7.5 ml in the cassette, but it was empty. No patient injury was reported.

Manufacturer narrative:
Other, other text: additional information: h6 and h10. This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4). No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. A product sample was returned for evaluation. The device was returned and found with broken seals, and the rear/front housing was damaged. There was no evidence of error message on the event history log (ehl). Visual and function testing was performed. Running three accuracy tests, the pump was found to be within manufacturing specifications. The reported issue was not duplicated. The root cause of the reported issue was unable to be determined.